Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was explanted due to patient dissatisfied with his vision. Additional information was received from the surgeon who further clarified the patient experienced blurred vision (poor reading vision) with the initial lens. The surgeon indicated that despite this experience, the patient had reasonably good refractive outcome. Also, he reported that with the initial lens, posterior capsule opacification (pco) was observed approximately one month following implantation. The surgeon reported that, post-exchange, the event has resolved.